Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/ pathology and likely due to the large posterior leaflet prolapse. The reported worsening mr appears to be a result of procedural conditions and due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient presented with a small pericardial effusion. During the mitraclip procedure, there was difficulty with the transseptal puncture as the transseptal needle would slide down the septum when trying to cross the septum. Two clips were planned; however, after the first clip was successfully implanted, reducing mitral regurgitation (mr) from 4 to trace, the effusion was noted to have grown; therefore, the procedure was stopped and the effusion treated. Reportedly, the mitraclip system did not cause or contribute to the worsening effusion and was noted to be caused by the transseptal needle. The patient remained hemodynamically stable. On (B)(6) 2017 an echocardiogram was performed which found that the effusion had resolved; however, the mitraclip was only attached to one mitral valve leaflet (slda) and mr returned to grade 4. On (B)(6) 2017, mitral valve replacement surgery was performed and the implanted clip was explanted. No additional information was provided.